Event description:
A surgeon reported a patient with "a strange surgical outcome" following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt had postoperative astigmatism. The surgeon is not blaming the iol for the postoperative surprise. In a f/u, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/23/2010, 09/24/2010, and 10/15/2010 by phone, fax, and mail. A completed questionnaire was received on 09/30/2010. (B)(4).